Event description:
It was reported by a customer on (B)(6) 2011 that during a conversation with the physician, the physician stated within ten minutes of the procedure error message codes, 235, 660 and 611 appeared. The completion of the procedure and the patient outcome was not provided.